Event description:
Account indicated they had a stretcher with drifting head section.

Manufacturer narrative:
Technician replaced 2 gas springs. Checked stretcher ok. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.